Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep tha the surgeon attempted to fire the ax55g across colon. He closed first one handle, then the other and it broke. It did not fire. The head was bent at a 90 degree angle before he fired it. A tx60 stapler was then used to complete the case. There was no consequence to the pt.